Event description:
It was reported that noise and oversensing was observed on a remote transmission dated (B)(6) 2023 on the implantable cardioverter defibrillator (ICD). Review of the transmission noted artifact oversensing. Electromagnetic interference (emi) due to possible oversensing of a left ventricular assist device (lvad) was discussed. Programming recommendations to adjust sensitivity were made. These recommendation were forwarded to the clinician.